Manufacturer narrative:
The insulin pump was received with a reservoir tube lip partially broken off, and the reservoir did not stay locked in. The insulin pump was missing the reservoir tube seal, and was received with a cracked case at the reservoir tube window corners and minor scratches on the display window.

Event description:
The customer reported via telephone call that the reservoir comparment was broken, causing the reservoir to fall out of the insulin pump. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.